Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. H6:investigation summary one mz1000 sample was received without packaging for investigation however, the customer indicated the complaint sample was from lot 22055955. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) which was connected to a phaseal IV set. The connecting phaseal IV set was also returned to assist the investigation.a visual inspection of the returned maxzero did not identify any potential manufacturing defects or damage which could have contributed to the customer's experience. The maxzero sample was initially subjected to pressure testing whilst connected to the male luer of the returned phaseal infusion set, which confirmed the customer's experience as leakage was observed from the connection of the two products. The pressure test was then repeated by connecting a 50ml bd plastipak syringe to the fla of the maxzero; in this instance no leakage was observed throughout testing. No visible damage was present on the male luer of the returned phaseal infusion set.the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055955 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into similar feedback received for leakage from the connection of this infusion set, and the maxzero have resulted in detailed analysis of the luer components of both the maxzero and the male luer of the infusion set, including computer tomography (CT) scanning. During the scan, a leakage path was identified at the interface of the male luer of the infusion set, to the fla of the maxzero. The returned samples were then analysed dimensionally in accordance with iso 80369-7:2021 small-bore connectors for liquids and gases in healthcare applications ¿ part 7: connectors for intravascular or hypodermic applications; during the analysis the dimensions of the maxzero were identified to be within specification of the standard, however the male luer of the infusion set was identified to be below the tolerances of the standard. In this instance as no leakage was observed during testing of the maxzero with the bd plasitpak syringe, it is likely that the male luer of the infusion set has contributed to the reported leakage. H3 other text : see h10

Event description:
It was reported that the bd maxzero¿ needle-free valve experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about chemo leakage from the connection between mz1000 and phaseal IV set during the administration of anticancer drug (novantron).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needle-free valve experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about chemo leakage from the connection between mz1000 and phaseal IV set during the administration of anticancer drug (novantron).